Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. It was stated the patient had not recharged her ipg since 2014 following an unrelated injury. A company representative met with the patient and confirmed the issue. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy was established following the procedure.